Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a decrease in remaining longevity, from 35% in june to 14% currently. Premature battery depletion was suspected and device data was submitted to technical services for review. Evaluation of the data confirmed the device was depleting prematurely and device replacement was recommended for within 90 days. No adverse patient effects were reported. The device remains implanted and in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a decrease in remaining longevity, from 35% in june to 14% currently. Premature battery depletion was suspected and device data was submitted to technical services for review. Evaluation of the data confirmed the device was depleting prematurely and device replacement was recommended for within 90 days. No adverse patient effects were reported. The device remains implanted and in service. Two months later it was reported that the physician scheduled the replacement to occur on november 23. The local distributor representative reported that the patient was unable to proceed with the planned replacement procedure. Therefore, the patient was seen again in the clinic, where new device data was saved and was submitted to technical services for review. Engineering provided a new replacement window of 90 days, noting the device could reach elective replacement indicator (eri) battery status in that time. The device remains implanted and in service. The device was explanted and replaced in december 2022, and was received for laboratory analysis in march 2023.

Manufacturer narrative:
This report will be updated when additional information is received. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a decrease in remaining longevity, from 35% in june to 14% currently. Premature battery depletion was suspected and device data was submitted to technical services for review. Evaluation of the data confirmed the device was depleting prematurely and device replacement was recommended for within 90 days. No adverse patient effects were reported. The device remains implanted and in service. Two months later it was reported that the physician scheduled the replacement to occur on november 23. The local distributor representative reported that the patient was unable to proceed with the planned replacement procedure. Therefore, the patient was seen again in the clinic, where new device data was saved and was submitted to technical services for review. Engineering provided a new replacement window of 90 days, noting the device could reach elective replacement indicator (eri) battery status in that time. The device remains implanted and in service. The device was explanted and replaced in december 2022, and was received for laboratory analysis in march 2023.

Manufacturer narrative:
This report will be updated when additional information is received. The product has been received for analysis. This report will be updated upon completion of analysis.